Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 088 watchdog alarm. The pump was powered on to the verify screen with audio tones and vibrations functional. The ez-prime steps were performed successfully and pump was exercised for 24 hours with no cs 088 call service alarm occurring. The pump case was removed and no intermittent conditions were found to the printed circuit board or the cgm module. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made an attempt to contact the distributor in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.